Manufacturer narrative:
(B)(4).

Event description:
Procedure: lobectomy. According to the rptr: jaws clamped down and would not release on tissue. Stapled on either side of the stapler to release tissue.